Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level of 363 mg/dl. Reportedly, the customer was not regularly testing their blood glucose (bg) levels or delivering corrections. The customer delivered a correction bolus via the pump. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.